Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol shifted 15 degrees. The iol was repositioned in a secondary procedure. Additional information was requested.